Manufacturer narrative:
The reported events of noise and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Manufacturer narrative:
Correction for physician's information on section e1.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure loss of capture and noise were noted on the left ventricular (lv) lead. The lead was not used and a new one was implanted. The patient was stable.